Event description:
During a percutaneous transluminal angioplasty to the shunt anastomosis, a balloon catheter ruptured at 10 atmospheres. The unknown targeted vessel had no calcification, but was moderately tortuous with 99% stenosis. A radifocus/terumo guidewire was inserted across the lesion via a sheath introducer without any difficulty. The balloon catheter was advanced to the lesion over the guidewire through the sheath introducer, and the balloon was inflated using an unknown indeflator. The balloon ruptured below rated burst pressure at 10 atmospheres. The device was withdrawn out of the patient's body, and another balloon catheter was used successfully for the procedure, which was uneventful. The product was prepared and clinically used as per the instruction for use.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within thirty days upon receipt.